Event description:
Customer reporting a complaint on product # 8645. Customer states the alarms s/n (B)(6) & (B)(6) ran out of batteries but did not provide any low battery indicators/cues. Patient being monitored was found crawling on the ground with no injuries.

Manufacturer narrative:
H3: evaluation of the returned product found that the unit met specification and passed all functional testing. Both visual and audible indicators were seen to operate as intended and should have provided ample warning of battery state prior to placing the fall monitor in service. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).